Event description:
Patient presents at follow up with recording of iegm with what appears to be external noise of unknown source. Delivered shock was committed. Patient presents with normal device function. Noise not reproducible with postural testing nor manipulation. Rv lead pacing impedance has slowly climbed out of range and has remained consistent. All other parameters appear normal.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.